Event description:
It was reported that the customer was doing an infusion set change when he received a no delivery alarm. Customer's blood glucose level was 140 mg/dl. Troubleshooting was performed and the insulin did exit. Customer stated that the pump did not alarm no delivery. Customer was advised that the pump was working as designed. Customer also mentioned having air bubbles. Customer was advised to change the infusion set. Air bubbles did not persist after the set change. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.